Manufacturer narrative:
(B)(4). The used sample was not returned to baxter for evaluation; therefore, the reported condition was not confirmed. The lot number is unknown; therefore, a batch review was not performed. Based on the information gathered during baxter's investigation, the root cause of this report was user error. The patient stated the spike was not completely seated in the supply bag. The labeling review found the patient at home guide to e adequate for a use/user error identified in this incident. Baxter has conducted a trend review and found that similar report has been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). This report was resolved over the phone; the hp continued therapy with actual product. A follow-up report will be submitted upon the completion of baxter's quality review.

Event description:
A home patient (hp) contacted (B)(4) regarding a check supply line alarm that appeared on the home choice (hc) during prime. (B)(4) assisted the hp with troubleshooting. (B)(4) had the hp push the spike in and turn. The hp stated priming resumed. There was no injury or medical intervention.